Manufacturer narrative:
(B)(4). The service engineer (se) replaced the display. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during maintenance of the ht70 ventilator touch screen was intermittently unresponsive. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.